Event description:
Pump was on pt delivering an infusion of pitocin at the rate of 1000ml/hr. The pump displayed "slow flow" alert followed by an "output occluded" alarm. The nurse cleared the alarm, re-primed the administration set, and re-started the infusion only to have the "slow flow" alert followed by the "output occluded" alarm again. During this time approx. 20 minutes the pt did not recieve any medication at the specified flow rate. The nurse then removed the pump and swapped it out to complete the therapy. The pump in question generated the alerts and alarms as documented in the users manual.